Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with an alarm message low leak co2- rebreathing risk. Ventilation continued but the unit was replaced. No patient harm reported.